Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to improper endoprosthesis component placement and renal artery occlusion.

Event description:
On (B)(6) 2018, the patient was implanted with a system of gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. According to the report, the trunk-ipsilateral leg component (rlt231412j/18666548) was unintentionally pushed proximally during deployment of the ipsilateral limb. After the contralateral gate was cannulated and angiography was performed, it was reportedly noted that approximately 70% of the ostium of the left renal artery was covered by the trunk-ipsilateral leg component. An attempt to pull the trunk-ipsilateral leg component distally using a balloon catheter was not successful. The attempt to pull the trunk distally was aborted, and a contralateral leg component was placed on the right side as planned. A procedural angiograph reportedly verified that flow into the left renal artery was satisfactory. No additional treatment was performed for the partial vessel coverage. The angiograph also revealed a distal type I endoleak from the trunk-ipsilateral leg component on the left side. An additional excluder® iliac extender component was placed to treat the endoleak. The procedure was completed and the patient tolerated the procedure.